Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification to model #/lot #: serial (B)(4), lot number 62008. Device labeling: warnings the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis). Directions for use a properly placed xen®45 gel stent will have approximately 1 mm visible in the anterior chamber and approximately 2 mm visible in the subconjunctival space. The exit from the sclera should be approximately 3 mm from the limbus. A xen®45 gel stent that has a visible end in the anterior chamber and a visible end in the subconjunctival space should be considered properly implanted.

Event description:
Healthcare professional reported xen®45 gts stent lost in sclera of the left eye. Surgery was completed with another xen®45 gts. No patient injury was noted. Device remains implanted.